Manufacturer narrative:
Strip lot used with first device; 356a; 1/31/2008.

Event description:
Caller states that pt 1 obtained 4 results during duplicate testing: 3.3 inr/3.4 inr on device and 7.7 inr/>8.0 inr on a second device. The comparison lab returned as 3.59 inr. Caller reports that pt 2 obtained a result of 2.2 inr on device and 3.7 inr on second device while the comparison lab returned as 2.59 inr. Caller states that the pt's coumadin was held due to device results, however no adverse event reported. Requested return of suspect device but caller states the strips/device are unavailable for return.